Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s complaint was confirmed. A visual inspection was performed on the returned device and found 50 percent of the ceramic beak broken off from the distal end. The broken portion was returned for evaluation. Further inspection found dents and scratches on the outer sheath of the device. Based on the investigation findings, the damage to the ceramic beak and outer tube sheath is due to mishandling. The a22040a instruction manual warns users ¿a damaged sheath can cause injury to the urethra if the obturator¿s distal end does not move when inserted into the patient, do not try to remove the obturator from the sheath. Remove the entire sheath/obturator assembly from the patient. Otherwise, the sheath¿s distal end may be damaged. In addition, the OEM performed a manufacturing and quality control review for the affected lot number without showing any non-conformities or deviations regarding the described issue.

Event description:
Olympus was informed that during a transurethral resection of bladder tumor (turbt) procedure, a portion of the inner sheath broke off and fell into the patient¿s bladder. The device fragment was retrieved with an unknown device. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, the user facility reported that no other equipment was replaced during the procedure, the sheath did not experience any external impact or falls prior to the procedure and was inspected with no anomalies noted. The sheath also had been lubricated prior to assembly with other equipment.